Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implantation occurred in (B)(6) 2009. Explant of devices occurred in (B)(6) 2017. Concomitant medical products: item # unk, hip-mom-heads-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk. This event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03943, 0001825034-2018-03944.

Event description:
It was reported that a patient was revised approximately 8 years post implantation due to alval and elevated metal ion levels. The revision required substantial bone graft and screw fixation of the acetabular socket. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.